Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 176 mg/dl. The customer stated that the device had fallen into water prior to the call. Advised discontinuation of the insulin pump. Nothing further reported.